Manufacturer narrative:
This report was initially submitted following a customer from canada notifying biomérieux of a potential organism misidentifications as enterococcus faecalis, instead of enterococcus faecium when using vitek® ms instrument (ref. 410895; serial# (B)(6) ). It was reported by the customer, gatineau hospital, that the vitek ms identified three strains of enterococcus faecium as enterococcus faecalis. The three isolates were also sent to biomérieux global customer service for internal biomérieux investigation which identified the three isolates as enterococcus faecium with vitek® ms instrument. The customer submitted the reports and data from these samples, and a biomérieux internal investigation was performed. Based on the raw data provided (myla reports and sample mzml files), gatineau hospital obtained single choice to enterococcus faecium. Global customer service team investigation also obtained single choice to enterococcus faecium with vitek ms. The biomérieux investigator confirmed that the initial customer report contained erroneous information and the vitek ms did not give discrepant results; results from both facilities as well as biomérieux global customer service were all consistent. The results were confirmed as follows: gatineau hospital vitek ms results -lab ID (B)(6) : single choice to enterococcus faecium. -lab ID (B)(6) : unknown. -lab ID (B)(6) : unknown. -lab ID (B)(6) : single choice to enterococcus faecium. -lab ID (B)(6) : single choice to enterococcus faecium. -lab ID (B)(6) : single choice to enterococcus faecium. Global customer service team investigation - vitek ms results -lab ID (B)(6) : single choice to enterococcus faecium. -lab ID (B)(6) : single choice to enterococcus faecium. -lab ID (B)(6) : single choice to enterococcus faecium. After review of the data and reports, it was confirmed that there was no malfunction. The vitek ms instrument performed as intended

Event description:
A customer from (B)(6) notified biomerieux of potential organism misidentifications as enterococcus faecium when using vitek® ms (ref. 410895) ¿ serial number (B)(4). A first customer ((B)(6)) stated they had received three (3) isolates (external qc from the company oneworld accuracy, on a starplex swab). The three isolates were sent to a sister laboratory ((B)(6)) for confirmation of the organism identification. The sister laboratory tested with vitek® ms instrument and identified all three strains as enterococcus faecalis. The three isolates were also sent to biomerieux global customer service for internal biomerieux investigation which identified the three isolates as enterococcus faecium with vitek® ms instrument. Summary of this case: hospital gatineau: enterococcus faecalis. Biomerieux gcs: enterococcus faecium. As this event occurred during external quality control testing, no patient is involved. A biomérieux internal investigation will be initiated.